Manufacturer narrative:
Two samples were returned for investigation. No interfering factor to the streptavidin beads was identified. Based on the results obtained, an non-specific interfering factor causing the elevated ft4 results was identified.

Event description:
The customer alleged they received questionable free thyroxine (ft4) results for one patient on their e-module. The specific date of this event was requested but not provided. The patient's results from the e-module were repeatedly measured at >100 nmol/l and were reproducible at another laboratory using the roche method. Further details were not provided by the customer. The results from the e-module did not fit the clinical picture of the patient. The customer stated that when the patient was tested using a beckman dxi analyzer, the results were more realistic. The customer provided a result of 13 nmol/l from the beckman dxi analyzer. Information on whether the results were from the same patient sample was requested but not provided. Information on whether any results were reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The ft4 reagent lot number and expiration date were requested but not provided. Some possible explanations for this difference have been investigated, but no cause for the interference has been found yet.

Manufacturer narrative:
Additional information has been provided by the customer. The correct units of measure for ft4 were pmol/l. The discrepant ft4 was reported to the doctor. The doctor found the result implausible and it did not fit the patient's clinical picture. No diagnosis has been made or changed and no treatment has been started or changed based on the results. The patient's result from the beckman dxi was 13.2 pmol/l. The customer provided the date of this event, indicating this event occurred on (B)(6) 2013. (B)(6).

Manufacturer narrative:
This event occurred in the (B)(6).

Manufacturer narrative:
Further investigation identified an interfering factor against the ruthenium label of the assay. This limitation is documented in the package insert.